Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and no pairing code was provided. No data log was provided therefore the allegation was undetermined. The probable cause could not be determined. The customer's complaint was undetermined due to no log data to review. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient was shopping, he reported not feeling good. He felt sluggish and that ¿something was not right.¿ the patient¿s tandem insulin pump was displaying a cgm value of low mg/dl. The patient¿s daughter took him to the emergency room to have his bg meter reading done. At the ER, the patient¿s bg meter reading was ¿over 600 mg/dl¿. The patient¿s insulin pump was removed, and he had some unspecified blood tests done. The patient was treated with IV fluids and insulin injections. The patient was discharged home after approximately 7 hours when the patient¿s bg meter reading was 200 mg/dl. The patient was feeling tired at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.